Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was unable to be successfully implanted due to lead body damage. This lead was therefore removed and replaced prior pocket closure. No adverse patient effects were reported.